Event description:
The customer called to report a blank display. The reported blood glucose reading at the time of the call was 301 mg/dl, which the customer treated with a manual injection. Troubleshooting was performed and the display remained blank. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display. The problem was isolated to the interface board.